Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pateint information has been requested, still pending.

Event description:
It was reported to philips that the defibrillator did not provide an ECG reading during a code. The customer stated that when pads were attached the ECG readout was showing a "square waveform". The patient expired.

Manufacturer narrative:
It was reported to philips that the defibrillator did not provide an ECG reading using pads leads during a code. The customer stated that when pads ECG readout was showing a "square waveform". The patient expired. When the pads leads displayed the "square waveform", the clinicians connected ECG leads to the patient and obtained an asystole rhythm reading. The patient rhythm continued to be asystole, a non-shockable rhythm, and CPR treatment was provided but the patient died. The patients' death was not attributed to the device behavior because the clinicians successfully switched to the ECG leads to show the patient's rhythm. The customer requested that a philips field service engineer (fse) be dispatched to contact the customer. The customer requested that the device be returned to bench for evaluation. The device was shipped to bench repair on (B)(6) 2017. Bench repair confirmed the issue and traced the issue to a faulty processor pca. The processor pca was not replaced because the customer requested bench repair return the device without repair. The device was returned to the customer on (B)(6) 2018. The device is not fit for use nor should be used until all repairs have been made. Device has defective sticker. This was a malfunction of processor pca. There is no indication of a systemic problem; no further investigation or action is warranted.